Event description:
Pump was sent in to service with a report stating "phm failure" during service a failure code 813:01 was discovered. Service had also discovered failure codes 812:00 and 812:04. The biomed of the reporting facility had stated that no pt injury or medical intervention was involved. He does not know if the pump was on a pt when the condition occurred. Although attempts were made by baxter to obtain additional info, details were not available regarding pt status, age of pt, medication involved, the set up of the infusion device or if the device was on a pt at the time of the reported condition.